Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a lead perforation confirmed during a computed tomography scan. The lead is not expected to return. No additional adverse patient effects were reported.